Manufacturer narrative:
The investigation has determined that reproducible, higher than expected vitros tropi es results were obtained from a single patient sample tested with a vitros 5600 system, when compared to the expected result obtained from an alternate sample collected from the same patient. A definitive assignable cause for the higher than expected vitros tropi es results could not be determined. A reagent issue cannot be entirely ruled out as a contributing factor. Although historical tropi es quality control results were acceptable, the customer only processes quality controls once weekly and there were not enough data points to properly assess the performance of vitros tropi es reagent lot 3800. It is also noted that quality controls were not processed on the date of the event. In addition, the customer does not process a control that adequately evaluates performance of the vitros tropi es reagent for a sample with troponin I concentrations < url (0.034 ng/ml). Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tropi es reagent lot 3800. No tropi es diagnostic performance test to assess the performance of the vitros 5600 system was performed, therefore, an instrument related issue cannot be completely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as the customer was not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It was likely that cellular debris, due to poor sample preparation, was present in sample 1, although this could not be confirmed. Email address for contact office in field g1,2 above is joe.falvo@orthoclinicaldiagnostics.com

Event description:
The customer reported that reproducible, higher than expected vitros tropi es results were obtained from a single patient sample (sample 1) tested with a vitros 5600 system, when compared to the expected result obtained from an alternate sample (sample 2) collected from the same patient. Sample 1 vitros tropi es results of 0.112 and 0.108 ng/ml vs. The expected result of <0.012 ng/ml obtained from sample 2. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. One of the higher than expected tropi es results obtained from sample 1 was reported from the laboratory, however, the customer did not indicate which result was reported. No treatment was altered, initiated or stopped based upon the reported result. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number 0400023388 / ivd 479998.